Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated and did not elicit a magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.